Manufacturer narrative:
E1 establishment name: (B)(6) hospital. Bedside cleaning was performed according to instruction manual, washing in the sink, cleaning and disinfection using oer-3,5,6 reprocessors. The device was returned to olympus for analysis and device evaluation is anticipated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use of the loaner evis lucera ultrasound gastrovideoscope for the endoscopic ultrasound (eus) with fine-needle aspiration (fna), the screen was displayed while checking the output, but the ultrasonic image was not displayed. Troubleshooting was performed however was unsuccessful. The scheduled inspection was cancelled and changed to another day. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. No abnormalities were found in areas that could be visually confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that moisture adhered between the terminal of the device led to the occurrence of a phenomenon in which no ultrasound image is displayed. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.